Manufacturer narrative:
Reason for revision is unknown at this time. Revision surgery is planned to exchange the poly insert. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
Reason for revision is unknown at this time. Revision surgery is planned to exchange the poly insert.